Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the requested surgical records and x-rays have not been provided, therefore, a thorough medical assessment cannot be rendered. The patient impact and clinical root cause of the infection and revision cannot be determined. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. No further assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device, patient condition/reaction, traumatic injury, joint tightness, material in use or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka, a revision surgery was performed on (B)(6) 2018 due to all of the unkn legion knee implant and unkn journey knee implant replaced because parts were painful and unstable. The current health status of patient is unknown. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly